Event description:
It was reported that a malfunction occurred while the customer was loading the pump, as the cartridge was removed out of order. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump, assisted with the reset, and confirmed that the malfunction code did not recur, allowing the customer to continue using the pump. The customer was advised to call back if the malfunction recurred and acknowledged the instructions.